Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of mitral valve injury/tissue damage as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported failure to adhere or bond and the reported poor image resolution were due to the patient anatomy (floppy leaflets, frail leaflets and leaflet flail). The reported tissue damage appears to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. The implanted mitraclip referenced is filed under a separate medwatch report.

Event description:
This is filed for tissue damage. It was reported that the patient, with degenerative mitral regurgitation (mr) of grade 4+, underwent a mitraclip procedure. The patient anatomy included floppy leaflets, frail leaflets and leaflet flail. Visualization difficulties were noted, due to the patient anatomy. One clip (80828u190) was advanced and successfully grasped the leaflets. The clip was deployed without issue. It was noted that the clip was highly mobile, but, as the leaflets were floppy, this was considered normal. There was no movement of the clip on the leaflets. The procedure continued with advancement of a 2nd clip delivery system (cds) (80828u191). Some difficulty was noted during positioning of the 2nd cds, as the physician attempted to get the clip to the proper position without causing damage to the 1st clip; however, there were no device issues noted. Difficulty was noted during grasping attempts. Only one leaflet was able to be grasped. After about 40 minutes, it was noted that the first clip had detached from the anterior leaflet. The 2nd cds was removed from the anatomy without issue. It was noted that there was a second flail and chordal rupture; however, it could not be said for certain which device caused the leaflet damage. Due to the frailty of the leaflets, it was decided to convert the patient to a mitral valve replacement surgery and the implanted clip was explanted. Post-surgical procedure, the patient was in stable condition and doing well. No additional information was provided.